Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable low sodium results for eleven patient samples using the ise indirect na, k, ci for gen.2 assay on the cobas 6000 c (501) module (c501). Of the eleven samples, results for only one of the samples were provided. Corrected reports were issued for all patients. The results were released outside of the laboratory, and are in units of mmol/l. The initial result was 121 with a data flag. The sample was repeated on another c501 with a result of 132. No adverse event occurred. The sodium electrode lot number is x1399 with an expiration date of 12/27/2017. Calibration information was requested but not provided. Qc was toward the lower end of the range, but acceptable. The customer changed the reference electrode, checked all electrodes, and ensured the o-rings were in place and not leaking. She ran a stylet through the pathway and found no obstructions. She changed the pinch valve, sipper tubing, and on-board and calibration reagents. The customer performed four calibrations and ran five patient samples 2-3 times to condition the fluidic system. One of the three quality controls did not pass. On 06/09/2017, the customer conditioned the fluidic system again and performed a successful calibration and qc. Investigation activities are ongoing.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Potential root causes may be related to ion-selective electrode/reference flow issues or pre-analytical factors.